Event description:
Reportedly, on (B)(6) 2025, the patient was implanted. At the follow-up on (B)(6), 2 months after the operation, the ventricular impedance was above 3000o, with a threshold of 2.25v/0,35ms. Unipolar impedance 875o, impedance 1.25v/1.0ms; after x-ray examination, no incomplete insulation layer of the lead was found, and the connection between the lead and the pacemaker was normal. The patient is under monitoring.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Device memory shows that recorded r-waves and pvcs were of very low amplitude (up to 2 mv), close to the sensing limits. Since implantation (on (B)(6) 2025), ventricular sensing progressively declined: r-waves dropped from about 13 mv at implant to 5 mv within days, briefly recovered, then fell below 2 mv and remained low. Ventricular impedance stayed stable around 1000 ohms until early- 2025, after which it rose to 3000 ohms and remained elevated. On (B)(6) 2025, non-physiological, high-frequency noise of varying amplitude was also recorded on the ventricular channel. Given the early stage of those observations (within the first month post implantation), it may either be related to an inappropriate connection of the ventricular lead to the device or a lead integrity issue. A careful monitoring of the ventricular lead should be performed to ensure adequate sensing and pacing functionality. A reintervention is recommended at this time; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up.

Event description:
Reportedly, on (B)(6) 2025, the patient was implanted. At the follow-up on (B)(6) 2 months after the operation, the ventricular impedance was above 3000o, with a threshold of 2.25v/0,35ms. Unipolar impedance 875o, impedance 1.25v/1.0ms; after x-ray examination, no incomplete insulation layer of the lead was found, and the connection between the lead and the pacemaker was normal. The patient is under monitoring.